Event description:
A small patient was being brought in by lifeflight helicopter. Patient had head injury and pneumothroax. Ems was doing needle chest decompression to get air out. Inadvertently ruptured pulmonary artery with needle. Incident resulted in pericardial tamponade and patient was sent to surgery. The physician indicated this event was not device related, but rather user related.